Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, after the lens was injected into the eye, a scratch was observed on its surface. The lens was removed during the same procedure, and a subsequent second lens was implanted. The second lens also showed a scratch in the same location. The procedure was completed on the same day. The wound did not need to be enlarged, and no additional stitches were required. Additional information was received stating that both lenses had a scratch in the same peripheral area at the bottom of the lens. The second iol remained in the eye. A company cartridge was used.

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. The used company cartridge was returned. Viscoelastic was observed in the cartridge. The cartridge tip had heavy stress and a small aneurysm bottom center. The cartridge had evidence of placement into a handpiece. The used company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results for the presence of top coat. A scrape was observed on the top left of the nozzle. The reported product lot number was not provided. Lot specific reviews for similar complaints or non-conformances could not be conducted. However, before production release, each device history record is reviewed to ensure that the product met the required specifications and release criteria. A qualified lens model/diopter and handpiece were indicated with a non-qualified viscoelastic. The root cause for the reported lens damage may be related to a failure to follow the instruction for use (IFU). A non-qualified viscoelastic was indicated. The cartridge tip had heavy stress and a small aneurysm bottom center. It was indicated the same cartridge was used with both lenses. Company cartridges are single-use devices. One lens was returned. The damage at the edge of the optic was similar in appearance to damage that may be cause by loading forceps or an instrument used to grasp the lens. The IFU instructs: the company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Do not reuse the cartridge. The cartridge is for single use only. Reuse of this single-use device may result in serious injury. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.